Manufacturer narrative:
The root cause of the problem was traced to issues with the mainboard blower controlling hardware due to the lack of maintenance / filter exchange.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Technical support suspects issue with the blower and replace the blower unit, however, machine is still not functioning. Device has been returned to manufacturer for repair. New inspirational valve installed and main electronics was replaced.

Event description:
The customer reported that while using bellavista 1000, the device alarmed, temperature of blower too high. The customer confirmed that there is no patient involvement associated with the event.